Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information, it was presumed that torsion generated with wire manipulation was accumulated on the separated segment of the guide wire while its tip was being trapped in the lesion. When the accumulated stress exceeded the product's design limit, it made the guide wire to be separated. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire separated during a ppi to treat a severely calcified cto in the sfa. The guide wire was advanced with a support catheter when it got stuck in the calcified lesion. Upon removal of the guide wire, the tip became separated and the separated tip remained in the vessel. The procedure was resumed and the separated tip was embedded with a sten. The final angiograph showed reestablished blood flow and the ppi was successfully completed. The patient was fine without problem after the procedure.